Manufacturer narrative:
A cardioquip customer submitted photos of their device tank and tubing to epidemiology due to suspected contamination. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either (1) the customer perform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) the device receive an internal water pathway replacement, or (3) the customer participate in cardioquip's trade-in program. The customer chose to reperform cleaning and disinfection and hpc testing. Results after cleaning and disinfection were within cardioquip specifications for water quality.

Event description:
A cardioquip (cq) customer reported to cq service that they had identified a white sandy residue at the bottom of their device tank. Cq epidemiology recommended additional cleaning and hpc testing to provide a quantitative assessment of the water quality. Hpc test results outside of cq specifications for water quality were received on 06/09/2025, indicating device contamination.